Event description:
Multiple issues reported by staff with new bd alaris pump devices: 1. Totally stopped working. Unfortunately, the rn did not tag nor put in a rl so it is still in circulation. This was last week. 2. Today ¿ someone had 3 channels on 1 side and 1 on the other. The single channel had the message that the channel was not attached. The rn moved the channels so there were equal amounts on the same side and then it worked without issue. Upon troubleshooting, bd support materials noted to have discrepancies/errors.